Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving two suspected false negative results on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 26493j, reader sn (B)(4)). A cue covid-19 test performed on (B)(6) 2022 provided a positive result. Customer tested positive with a sars-cov-2 pcr test on an unknown date. Cartridges were stored within the validated temperature range. No additional information provided regarding false negative event. See (B)(4) for customer's wife's discrepant results.